Event description:
The pt stated that her infusion device would not allow her to give herself insulin because it "froze up". She stated that the infusion device did not give any error codes or shut down, it just froze. She stated she was not able to use any of the buttons and she had tried inserting two brand new power packs, but her infusion device did not function. The pt was not willing to troubleshoot. She stated that she thinks the power pack had been in use for less than a week. She stated she was aware of the power pack recall and she changes her power pack "regularly." The pt did not report any physiological effects and she was able to switch to her backup infusion device. The pt did not report assistance by a healthcare professional or second party to address the issue. The infusion device is being returned for evaluation. The power pack had been discarded.